Manufacturer narrative:
(B)(4). Procode: phx. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the metal impactor fractured during use. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10 visual examination of the returned product identified one (1) compr metal impactor (item# 110029132, lot# 097310) was received. Product was identified by the etch along the shaft of the device. The impactor shows significant signs of use in the form of wear marks, scratches, and nicks on the handle, shaft, and plastic tip. The impactor tip is fractured completely and nearly flush with the top of the threads. The portion that remains on the device is still secured in place. There are nicks in the face of the plastic tip, as well. The impact plate shows several impact marks. No other damage noted. The features of the fracture surface show a bending overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.